Event description:
Reporter indicated that the pt's device was registering high impedance following a fall during a seizure. The pt was scheduled for a device replacement surgery, but the surgery has not yet occurred. Attempts to have x-rays taken and forwarded to the manufacturer, for review and analysis of the possible cause of the high impedance, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.